Event description:
Patient reported right side "lower contour of the right implant an insignificant amount of free fluid is noted" and "uneven contours" via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6 photo analysis: visual analysis of the photographs identified: crease folding of implant: not observed. Seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "lower contour of the right implant an insignificant amount of free fluid is noted" and "uneven contours" via MRI. Device has been explanted.